Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. Following this, the system was not able to be powered to a usable state. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and isd-2 pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.